Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery, occlusion, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. The device had displayable history crc check failed alarm in alarm history file. Displayable history crc check failed alarms due to corrupted history files. Insulin pump was tested with no unexpected restart error alarm and external ram crc error alarm noted. No resetting anomalies after changing battery noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 7.0 mmol/l at time of incident. Customer states pump anomalies re-setting after battery replacement. The displayable history was found to be bad and was erased. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.